Event description:
Novasure handpiece would not open when inserted into the uterus. Device would open if device used outside the uterus. Attempted to open the device several times without success. New handpiece obtained and procedure completed.